Event description:
Report received from (B)(6) stating that the "switches on the device were disconnected by the customer". It is unknown if the device was used in surgery. It is unknown if injury or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).